Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an error reading symbol and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient noticed the receiver was displaying three question marks. The patient went to the store and slowly began to lose consciousness due to his blood glucose (bg) values that dropped rapidly. Due to the three question marks, the patient was unable to determine what his bg values were at the time of event to make a treatment decision and collapsed on the floor. The store patron called an ambulance and the patient was taken to the hospital. The patient was treated with glucose gels and intravenous (IV) therapy of glucose. The patient was released from the hospital the same day. At the time of contact, the patient was in stable condition. Additional patient or event information is not available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.